Event description:
It was reported that during a procedure, the dissection tip split in half, and the piece needed to be retrieved from the original incision. There was no further pt effects reported. The procedure was completed with a replacement device.

Manufacturer narrative:
Investigation details: the investigation was completed, and it was found that the dissection tip was detached (split in half) from the juicer; complaint is confirmed for dissection tip split in half. The mfg engineering will be notified.